Manufacturer narrative:
Qn#: (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was initially reported that the lor syringe was leaking at pre-test. The liquid was leaking out of the plunger in the barrel. Clinical consequences: it was not possible to use the device on the patient and another kit was used on the patient.

Manufacturer narrative:
(B)(4). Correction - retract initial report MDR file#3006425876-2019-01000 due to the customer confirmed there were 2 incidents and not 3 so this report is a duplicate and is voided. Please make a note if it for your records.

Event description:
It was initially reported that the lor syringe was leaking at pre-test. The liquid was leaking out of the plunger in the barrel. Clinical consequences: it was not possible to use the device on the patient and another kit was used on the patient.